Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold on the rv lead was observed. The patient is dependent and presented asymptomatic. The rv lead was believed to be dislodged as it was noted to have elevated thresholds while the patient was sitting upright, but nearly complete loss of capture when the patient was prone. The rv pacing lead was explanted and replaced. It was also noted that lead had nearly no "heel" and that it could be removed without retracting the helix. The patient was in good condition following the procedure. The patient will continue with routine follow-up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: following information should have been reported in initial report - the patient had near syncope experience during follow-up on (B)(6)2016.